Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and the right atrial (ra) lead was undersensing with low p-waves. The implantable pulse generator (ipg) was exhibiting erroneous atrial pacing. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.